Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and had issues with a bad site almost two years ago. The customer also stated that his infusion set was not functioning. The customer started to feel bad and around lunch took a correction dosage. The caller stated that he ate slice of pizza and kept drinking water, then he took a reading and it was over 600mg/dl. The customer experienced excessive thirst, nausea, vomiting, and a blurry vision. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.